Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, there were no new reportable malfunctions identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, and since the reported failure was not confirmed, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had insufficient brightness of the image. The issue was found prior to a therapeutic laparoscopic surgery that was completed with a similar device. There were no reports of patient harm as a result of this event.